Manufacturer narrative:
The p-cap / reservoir locked in place properly during testing. Device power up properly after battery installation. Device received with operating currents within specification. No unexpected battery alarms noted. Device passed displacement test and self test. Device received with intermittent esc, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device alarmed a21 after battery installation due to connector on interface board leaking voltage. No a17 alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarms. Customer was assisted with troubleshooting. Customer was able to complete rewind. Customer stated that the insulin pump had another unexpected restart alarm after battery change. Customer stated that insulin pump had low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.